Event description:
It was reported the high frequency electrosurgical unit experienced an e433 temporary failure error. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the definitive root cause of the faulty high voltage power supply board could not be determined. The possible causes for the occurrence of error message e433 are a defective foot switch, cable connection, transformer, peak value rectifier, high voltage power supply board, motherboard, or transient-voltage-suppression (tvs) diodes. It is possible that a destroyed transformer caused the error; an improved generator board was introduced into production at the beginning of july 2020. Olympus will continue to monitor field performance for this device.